Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was reformatted and software was reloaded. The system operates as intended.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.